Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, one 3.5x15mm xience xpedition stent was implanted in the proximal right coronary artery (rca) to treat the 80% stenosis. On (B)(6) 2017, the patient was re-hospitalized for chest pain diagnosed as coronary heart disease. On (B)(6) 2017 coronary angiography showed no restenosis in the original stent that was widely patent, but there was mild intimal hyperplasia in the stent. The patient was discharged on (B)(6) 2017. In the opinion of the physician, the event was not related to the device. The patient is in good condition. There was no additional information provided.